Manufacturer narrative:
Section a. Patient information is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp pump was implanted via percutaneous femoral arterial access on (B)(6) 2026 for an unknown indication. During support, a red "impella position in aorta" alarm was observed on the automated impella controller (aic). Case discussion with the physician indicated that the impella position was 3.5 cm within the left ventricle, volume status was adequate, right ventricular function was improving, and hemodynamics were reported as pulmonary artery pressure 71/41 mmhg and left ventricular pressure 62/30 mmhg. The physician independently deactivated palpation control due to the persistent alarm. It was reported that the pump appeared to be trapped within the trabeculae carneae, and repositioning was performed. Following repositioning, pump flow increased to normal ranges for the selected performance level; however, the patient subsequently demonstrated signs of right heart failure. Available information indicates the device was repositioned, but the positioning issue was not reported as resolved. The device was explanted on (B)(6) 2026, and the patient expired on the explant date. The positioning-related event associated with a persistent position alarm was reported; however, the root cause of the event and the relationship of the device to the patient¿s deterioration and death could not be conclusively determined. The death is conservatively being reported to the impella cp but is unlikely related and is most likely attributed to patients underlying critical condition and care was withdrawn.

Event description:
Additional information received indicated resent during the echo done and repositioning was successful. The death is conservatively being reported due to the inability to conclusively dissociate the pump from the patient outcome.

Manufacturer narrative:
B5: added updated clinical review.